Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and the pump indicated a data log corruption. The customer¿s blood glucose was 124 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.